Manufacturer narrative:
(B)(4). The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
Customer medwatch was received with the following report: "insulin infusion was changed with a new bag primed and hung at 1100 to run at a rate of 0.5ml/hr. The patient's blood sugar had dropped to 44 at 1300 and infusion was stopped and disconnected. When taking bag down and disconnecting from pump, the rn noticed the bag was empty. The rn did verify the correct IV rate and had it verified by 2nd rn which displayed everything entered correctly at 0.5 ml/hr. The pump channel was taken out of service and sent to biomed." Customer reported the patient's low glucose was treated; specific treatment and dosage was not provided. No further patient or event information was provided.